Manufacturer narrative:
An event regarding wear involving a unix uni knee tib bear insert was reported. The event was not confirmed. Medical records received and evaluation: the report indicated: "no evidence for poly wear in tibial bearing. No evident osteolysis in tibia." The clinician concluded: "based upon both the radiological aspect of the lesion and general characteristics of osteolysis as a consequence of poly wear, it does not appear to be very probable that the current lesion in the femoral condyle has any relationship with pathology in the arthroplasty and thus is neither procedure-related nor device-related in root cause but a patient-specific issue. The lesion is probably an avascular necrosis of the lateral femoral condyle although the current amount and quality of radiological information is not adequate for proper diagnosis. More specialized radiological studies and expertise is required for such. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there was one other event for the lot referenced. Per was opened to investigate locking/seating issues. The event was not confirmed, the device was not returned for analysis. Conclusions: a medical review on the provided x-rays was completed. The clinician indicated that there was no evidence of poly wear. Further information such as device return, the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Surgeon believes the deformity in the femoral condyle is due to poly wear from unix poly. Implant has been in patient for less than 6 years.

Event description:
Surgeon believes the deformity in the femoral condyle is due to poly wear from unix poly. Implant has been in patient for less than 6 years.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.